Manufacturer narrative:
No product was returned for evaluation. Based on the investigation and available information the empty vile is confirmed however the packaging was opened and the DHR and complaint history review indicates there were no nonconformance in packaging during manufacturing, thus the malfunction is non-verifiable. Review of the DHR for (lot #:1215313) did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: n/a.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k number: k013227. Device packaging not returned.

Event description:
It was reported that during surgery, when going to place an implant (tsvb11), the packaging was empty. The procedure was completed by placing another implant in the same surgery.